Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for malignant pain. It was reported that the patient was about to give themselves a bolus, however they got an alert on the handset that the pump had stalled so the bolus was not delivered (service code 100). The pump was not alarming and that the message appeared about an hour ago. They did have magnetic resonance imaging this morning. Agent reviewed alert and redirected to healthcare provider (hcp). Patient stated that they contacted hcp and that they were told to go into hcp's office in the morning anytime before 9am. They asked how long it would be before they would be going through withdrawals.